Event description:
Information received from the field notes that the patient was admitted to ICU due to ventricular loss of capture and that th e lead was dislodged. Subsequently, the lead was repositioned and adequate thresholds obtained.